Event description:
The customer reported that during pm battery test. The battery failed the test. The customer reported there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that during pm battery test. The battery failed the test. The customer reported there was no patient involvement.